Event description:
A girl with cystic fibrosis with infusaport -indwelling catheter- for chronic antibiotic use. Underwent course of IV antibiotic therapy and subsequently, without other apparent cause, line clotted despite appropriate heparin flushes. The heparin used was among recalled vials. The line was not able to be flushed any longer and had to be surgically removed and replaced. Operative report noted no mechanical reason for catheter unable to be flushed and appeared to be clotted or otherwise obstructed. She had no apparent reaction during infusions of heparin. Dose or amount: 3 ml; frequency: q 8 hours; route: IV. Dates of use: 5 months. Diagnosis or reason for use: routine maintenance of IV.